Event description:
It was reported that the patient's bd nexiva¿ diffusics¿ closed IV catheter system, after having been placed for approximately 24 hours, leaked blood onto the sheets from around the connection of the tubing into the yellow and blue cap, and a new IV had to be inserted. While the malfunctioning catheter system was being flushed with normal saline afterward, leakage was noticed occurring from the same joint. As reported by the customer, "per medwatch report: describe the even or problem: patient's IV in place 24 hours. Rn noticed that the patient's IV was leaking blood onto the patient's sheets. IV was noted to be intact with blood leaking from around the connection of the tubing into the yellow and blue cap. The rn attempted to flush the IV with normal saline, also noting that it was leaking at this joint. IV had to be removed and a new IV started. The patient was not negatively impacted with the exception of having to have a new IV."

Manufacturer narrative:
After additional review, this report is a duplicate report of MFR # (B)(4). This event has been over-reported.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the patient's bd nexiva¿ diffusics¿ closed IV catheter system, after having been placed for approximately 24 hours, leaked blood onto the sheets from around the connection of the tubing into the yellow and blue cap, and a new IV had to be inserted. While the malfunctioning catheter system was being flushed with normal saline afterward, leakage was noticed occurring from the same joint. As reported by the customer, "per medwatch report: describe the even or problem: patient's IV in place 24 hours. Rn noticed that the patient's IV was leaking blood onto the patient's sheets. IV was noted to be intact with blood leaking from around the connection of the tubing into the yellow and blue cap. The rn attempted to flush the IV with normal saline, also noting that it was leaking at this joint. IV had to be removed and a new IV started. The patient was not negatively impacted with the exception of having to have a new IV".